Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
Related manufacturer reference number: 2017865-2023-23535. During a remote follow-up, noise resulting in oversensing and low pacing impedance was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.